Event description:
Pt reportedly became hyperkalemic while receiving intravenous solution compounded by unit. Serum potassium level was measured at 9.1meq/l approx 6 hrs after bag was hung. Bag was sent to lab for analysis and the potassium in the bag was approx 70meq instead of the programmed 20meq. The caller stated the most likely situation was that the solution free flowed from source container into the weighing chamber prior to the unit's being turned on. When the unit was turned on, the solution in the weighing chamber was included in the the weight and delivered into the first bag of the day, which is the bag in question. Caller stated he believes the cause of the free flow was a source occluder door being left open. Pt had no electrocardiograph changes and his serum potassium returned to approx 4 by approx 2400. It had been 3.3 at 6am. No intervention was done other than infusing potassium-free solutions. Unit will be sent to product svcs for eval when risk mgmt clearnace is obtained.